Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, it was noted that the balloon rupture before the inflation. The procedure was completed with a different device. There were no patient complications reported.